Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were depleted; however, physio was unable to determine the cause of the depleted internal hlc batteries.the customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.